Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device has been restarted several times during use. No health consequences of the patient have been reported.

Event description:
It was reported that the device has been restarted several times during use. No health consequences of the patient have been reported.

Manufacturer narrative:
The affected device was examined onsite by a dräger service technician. No logfile was provided for investigation at the manufacturer site. Regarding the event description and the service report of the affected savina 300 with the serial number (B)(6), a warm start during ventilation can be excluded. No error codes were transmitted during the inspection by the service technician for further investigation. It was reported that error codes indicating software failures were detected during the onsite logbook evaluation. However, unlike initially reported, these codes were detected during start-up of the device and thus without patient application. The mainboard ccbii has been replaced via the service technician and the device was tested according to manufacturer specification without deviation. Savina 300 continuously monitors the status and function of the internal components and software modules. If a deviation or anomaly is detected, an acoustic and visual alarm is generated. After the start-up process is completed, the active alarm state is terminated. If no device malfunctions occur, all device functions (ventilation and monitoring) are available without restriction. The device has detected a technical deviation within the electronic system and has triggered a high priority alarm. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.